Event description:
It was reported that a user experienced continuous glucose monitor disconnection and improper infusion set priming while using the ilet, resulting in hyperglycemia of unclear cause; the user had attempted to bolus without a glucometer, replaced the sensor, and initially failed to confirm drops from the infusion set until guided to properly prime, after which insulin drops were observed and glucose began trending down; troubleshooting and education were provided, including correct supply change and priming steps, and the user used subcutaneous insulin by pen and oral glucose for lows. Symptoms included a reported low with dry mouth followed by high glucose with no other reported symptoms. Outcomes included recovery with blood glucose decreasing to 236 and trending down without hospitalization. Investigation included customer service troubleshooting and education, review of device use, and follow-up calls. Investigation of this case revealed user error related to cgm start-up and infusion set priming, with no device malfunction identified. It was concluded that hyperglycemia occurred due to unclear cause in the context of user handling and was resolved after correct priming and reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.